Event description:
During laparoscopic cholecystectomy, three clips were placed distally, one proximally and transected. The cystic artery was then dissected free with two clips placed distally on the artery and one proximally. During placement of the clips on the artery distally, there was misfiring of the clip gun at which time the clip gun had to be changed out for a new one. The procedure was completed without further complication. There was no harm to the patient.